Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was being used at the jejunum closure and it fired properly however the third outer row of staples had a few unformed staples. Suture was used to complete the procedure. No adverse consequences reported. The device was discarded. (B)(4)